Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that xc200 cartridge was not received, only three clips were received along with a top foil. One clip was returned loaded on a suture, another clip was returned closed with some abnormal scratches from one edge and one loose clip was returned opened with slight damage in two clip edges. However, the clip was manually loaded and upon functional testing, the instrument loaded, retained, and deployed the clip as intended. The clip was as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.the event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, and the following was obtained via: ? Please provide the applier product code and lot number? ? =>the applier product code is ka200 and lot number is unkwown.please confirm if there is an issue with the applier?=>no. If yes, please create a ? Product complaint and provide the respective reference number(s). ? =>n/a.what suture type and size was used? ?=>3-0 vicryl. When the event occurred, was the suture placed near the hinge of the clip? ? =>yes.were you able to lock the clip closed on the suture?=>no. If yes, after it closed ?=>n/a. Was the applier checked for damaged (jaws straight and aligned)? ? =>there was no damage with the applier.what was the surgical procedure involved? ?=>currently, unknown. Was this a robotic procedure? ?=>currently, unknown. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? ? =>yes.please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ? =>the device has been received at sukagawa and will be shipped. Please check rmao.please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)=> clips a and b appear to be clipped. The clips could not be clipped with appliers, so they were forced closed manually. At that time, it was difficult to clip. Could you please investigate whether the returned product can be clipped with an applier? D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture clips were used. During the procedure, the clip could not be fed. Clipping to the thread was tried many times but could not attach. 3-0 bicryl was used. Another device was used to complete the case. One device will be returning. There were no adverse consequences reported. Additional information was requested.